Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error. Blood glucose value was 174 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. However; the motor passed motor test. The insulin pump had broken reservoir tube lip, cracked reservoir tube window, broken belt clip slot at the battery tube threads area, cracked battery tube threads and cracked case at the display window corner. The insulin pump was missing end cap sticker and reservoir tube o ring.